Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to reline a previously placed non-endologix device. The patient returned for unknown reason where physician observed sac growth of 1cm and elected to explant the devices. The explant procedure was successful and the patient is reported as doing well post explant. As of the date of this report, there have been no additional patient sequelae reported.